Event description:
Patient called to report a serious, life-threatening adverse event involving ethicon vicryl sutures. Patient stated she had them implanted on (B)(6) 2018 during a procedure. Patient stated she has a 22-year history that was very well documented in all her medical records and files that she has a severe allergy to vicryl sutures. Patient said the vicryl sutures were still used and she suffered a very serious infection requiring a PICC line for IV antibiotics. Patient stated she has experienced pain, suffering, heart attack, breathing problems all due to the use of the sutures and the treatment required to help her body fight the infection. Patient stated she discovered the vicryl sutures were recalled in 2020 and believes the sutures are lethal and should be banned from use. Patient stated she is still battling the infection, is on the verge of becoming septic, is currently on hospice and is terminal. Patient stated she feels she was manipulated by the surgeon and is looking to join a class action lawsuit.